Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a hemorrhoidectomy procedure, the stapler malfunctioned. It operated the cutting but didn't stapled the wound causing patient to bleed. The operation is completed by surgeon manually suturing on the wound to stop the bleeding. The status of the patient now: the patient is in good condition and discharged from off the hospital.

Manufacturer narrative:
(B)(4). Photographic analysis: picture received shows a device over (B)(4). With the lot number p91180, exp date 2021-12-31, the anvil can be seen entangled in a piece of cloth, fluids that appears to be blood can be seen. Based on the picture alone no conclusion could be reached on how the reported event occurred.